Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt's device was programmed to off approximately one week prior to the pt's death. The reason that the device was programmed to off is unk at this time. Exact cause of death is unk at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.